Event description:
(B)(4). This device case, reported by a pharmacist who contact the company to report a product complaint, concerns a patient of unknown age and ethnicity. The patient received an unknown product for an unknown indication. On (B)(6) 2012, it was reported that there was an error showing on the display of the humapen memoir burgundy device. On (B)(6) 2012, the humapen memoir burgundy pen was returned to the company. Upon visual review of the device, it was noted that the reset was showing on the display, the background was faded, and there were missing segments in the dose number field. This humapen memoir burgundy reusable device is associated with product complaint (B)(4) (batch number 1006c01). It was unknown if the patient was a trained user of the device or how long the patient had used the device. The humapen memoir burgundy device was received on (B)(6) 2012. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the EU/ca and medwatch fields; and updated the narrative.

Event description:
(B)(4). This device case, reported by a pharmacist who contact the company to report a product complaint, concerns a patient of unknown age and ethnicity. The patient received an unknown product for an unknown indication. On (B)(6) 2012, it was reported that there was an error showing on the display of the humapen memoir burgundy device. On (B)(6) 2012, the humapen memoir burgundy pen was returned to the company. Upon visual review of the device, it was noted that the reset was showing on the display, the background was faded, and there were missing segments in the dose number field. This humapen memoir burgundy reusable device is associated with product complaint (B)(4). It was unknown if the patient was a trained user of the device or how long the patient had used the device. The humapen memoir burgundy device was received on (B)(4) 2012.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacist reported on behalf of a patient that there was an error showing on the display of their humapen memoir. Investigation of the returned device (batch 1006c01, manufactured june 2010) found missing segments in the ones dose digit of the device display when the temperature was elevated to approximately 40 degrees c and determined the root cause to be cracked conductors within the lcd interconnect cable. A house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action, cracked lcd cable - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Improper use and storage - there is no evidence of improper use or storage.